Manufacturer narrative:
The reported complaint of the device unable to be paired with the merlin application was confirmed. Based on the information provided, it was determined that the device experienced a power-on reset that resulted in the real-time clock resetting. Due to the real-time clock reset, the device could not pair and bond with the patient application. The root cause of the power-on reset was due to device exposure to an MRI without being programmed to MRI mode.

Event description:
It was reported that had an MRI performed in an off-label environment. The implantable cardioverter defibrillator (ICD) went into backup mode and there was no ble telemetry. The patient experienced dizziness and shortness of breath. The ICD was restored back to normal settings and ble telemetry was restored. The patient was stable after the changes.

Manufacturer narrative:
(B)(4).